Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to unknown reason. Additional information obtained from the field which indicated that the device was explanted due to elective replacement indicator (eri). No additional adverse patient effects were reported. Additional information was received which reported that the patient never woke up and passed away from their procedure involving the replacement of this device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to unknown reason. Additional information obtained from the field which indicated that the device was explanted due to elective replacement indicator (eri). No additional adverse patient effects were reported.